Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported that a fluid leak occurred during treatment. Fluid leaked from the cassette door. Treatment on the cycler was cancelled and completed manually. The cycler was replaced. Upon follow up with the patient's nurse, it was stated that the patient will be given ip antibiotics as a preventative measure. No infection or other adverse event resulted from this fluid leak. The patient is currently completing treatments on a new cycler. The patient's dry weight is (B)(6).

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.